Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone14.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called the emergency medical services and was taken to the emergency room with hyperglycemia. The patient's blood glucose levels reached 411 mg/dl while wearing the pod between 24 and 36 hours. The pod generated a blockage detected hazard alarm during operation. Symptoms reported include thirsty and a slight headache. The patient was treated with sodium chloride. The patient was discharged on the same day. The pod was removed and discarded prior to the hospital.